Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of a 25 mm amplatzer amulet (acp2) with a 14f amplatzer torqvue 45x45 delivery system, the patient developed tamponade which was treated with pericardiocentesis. The acp2 was implanted successfully and the patient is stable. The cause for the tamponade remains unknown.